Event description:
Additional information was received indicating that the patient's preexisting deactivated abdominal pacemaker that was programmed active to provide backup pacing if required prior to revision procedure, was reprogrammed to inactive during the revision procedure and remains deactivated.

Event description:
It was reported that the patient experienced syncope due to loss of capture on the right ventricle (rv) leadless pacemaker (lp). The rv lp was reprogrammed and the patient was hospitalized. Diagnostic imaging was performed and no anomalies of the lp or location were observed. The rv lp remains active and the patient's preexisting deactivated abdominal pacemaker was programmed active to provide backup pacing if required. The patient was discharged in stable condition. Later, the patient experienced dizziness and dyspnea suspected to be due to additional loss of capture. A revision procedure was performed and the rv lp was unable to be interrogated. The rv lp was unable to be connect to the retrieval catheter and remains implanted. The rv lp was replaced and the system was reprogrammed. The patient was in stable condition.